Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus and screen cursor did not align and would not calibrate. The bezel overlay assembly was replaced and calibrated with the stylus. It was also indicated that the power cord door had a bent tab and therefore the power cord bay was replaced. The programmer software was loaded and updated, and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer stylus would not align properly on the display screen. Recalibration was attempted multiple times without success, and the stylus was replaced with no change to performance. The programmer was returned to service and tested out of specification during manufacturer's analysis. There was no patient involvement.